Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the implant site. The patient underwent skin revision surgery under general anesthesia on (B)(6) 2024 to close the wound; however, this did not alleviate the problem resulting in a decision to explant the device. The device was subsequently explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the recipient experienced an extrusion of receiver/stimulator. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.